Manufacturer narrative:
Other applicable annex e codes: infections e03: sepsis e0306. Infections e17: abscess e1720. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had chronic driveline infections that led to the patient eventually passing away at home. The onset of the patient's infection was not known as they had multiple infections with multiple organisms. Their last driveline culture on (B)(6) 2024 was positive for serratia marcescens and corynebacterium. The patient complained of feeling unwell with shortness of breath, increased driveline drainage, and left sided chest pain per documentation from (B)(6) 2024. They were asked to present to the emergency room with concern for sepsis vs abscess, but they did not. They reported feeling better on (B)(6) 2024. There was documentation of increasing ventricular tachycardia burden in the days leading up to their death, and the patient reported a fall. They wanted to come to the (B)(6) hospital at that time but did not have a ride. The patient had symptoms of shortness of breath and chest pain due to the arrhythmia. It was unknown if the ventricular tachycardia was sustained. It was unknown of the patient had a history of arrhythmia, however an ICD was implanted prior to vad. It was unknown if the arrhythmia was device or therapy related. It was unknown if the patient's fall was device or therapy related. The outcome was noted to be device or therapy related. No autopsy was performed and the device was not explanted. No alarms were reported.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), sepsis, and arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and arrhythmia as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.